Event description:
A report was received that the patient's clik anchors were protruding and causing pain. The patient underwent a lead revision wherein the physician buried the anchors deeper and leads were replaced as they were accidentally moved intraoperatively. The patient was doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-2218-50, serial # (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.